Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to hematoma and possible infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated and completed a memory dump. Visual inspection found no irregularities that would have been present when the customer received/utilized the device, and the header was firmly attached. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis but was assigned the following coding based on the field report. The patient impact allegations were assigned the same as-analyzed coding as the infection allegation. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a hematoma and possible infection. A hematoma evacuation was performed and cultures were taken. All available information indicates that as of this time, the crt-d was explanted while the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were capped. No additional adverse patient effects were reported. The device was not returned for analysis.